Manufacturer narrative:
Conclusion: a the device history record review is not required as the product event does not indicate a potential manufacturing issue. Difficulties advancing the delivery catheter system (dcs) through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the difficulties arose due to the anatomy relative to the surgical valve stent. This indicates that the probable cause of the advancement difficulties was patient anatomy. Advancement difficulties do not typically indicate a device issue. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the blood loss associated with the reported rupture is the most likely cause of the hypotension and subsequent cardiac arrest. Vascular injuries, such as rupture, and death are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. The cause of the rupture and its potential relationship to the dcs, cannot be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: as it was stated that the user felt that a stiffer guidewire was needed instead of the confida guidewire. In addition, the guidewire would most likely not lead to an aortic rupture, typically if the guidewire is in place to begin the valve implant, the guidewire would have been placed through the valve using a guide catheter, with the tip of the guidewire coil resting in the apex of the left ventricle. The guidewire shouldn¿t have an effect on anything ¿aortic with a rupture¿ instead, typically any guidewire related issues that are rupture nature would be those related to a ventricle perforation or dissection located in the left ventricle from the guidewire being poked or pushed into the patients ventricle wall. In this event, there was no report of ventricle perforation or dissection. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: gwbc30, serial/lot #: unknown, ubd: unknown, UDI#: unknown. (B)(4). Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into an existing stenotic surgical valve, the delivery catheter system (dcs) could not advance past the stent post of the surgical valve. A second attempt was made with a different wire, but the dcs would not advance. The patient became hypotensive and went into cardiac arrest. An echocardiogram showed a pleural effusion and an aortic rupture at the level of protruding calcium in the sinotubular junction. Cardiopulmonary resuscitation (CPR) was performed, but was not successful. Subsequently, the patient died due to the rupture. The valve was not implanted. The cause of the rupture was not identified. An autopsy was not performed.